Manufacturer narrative:
There was no patient affected. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the patient tank of the sorin heater-cooler system 3t did not warm up fast enough during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported fault. Visual inspection identified a valve on the warm cardioplegia side that was not fully closed, but no other abnormalities were noted. The side valves were cleaned and tested and were found to be opening and closing correctly. The temperature of the cold and warm cardioplegia tanks and patient tank were tested, moving from high temperature to low temperature and back, and all were found to be working according to specification. The unit was released to the customer. As the issue could not be reproduced, a root cause could not be determined, however a root cause investigation (B)(4) was initiated as a corrective action for this type of issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the patient tank of the sorin heater-cooler system 3t did not warm up fast enough during a procedure. There was no report of patient injury.